Event description:
The patient was undergoing a coil embolization procedure in the right subclavian artery using a pod coil, pod packing coils (packing coil), and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance advancing the pod coil into the target location. To achieve better packing, the physician repositioned the lantern multiple times. While advancing and retracting the pod coil, the pod coil unintentionally detached. The pod coil was removed from the patient. The same issue occurred with three additional pod packing coils. Out of the four detached coils, three coils were detached in the lantern and were removed by removing the lantern from the patient. It was reported that one of the four coils detached partially in the vessel and partially in the microcatheter and that coil was snared out. It is unknown which of the four detached coils was snared out. The procedure was completed using additional penumbra coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2025-00059. 2.3005168196-2025-00060.